Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, approximately 1 year and ten months post-implant, during a routine check at the hospital, the system controller log file showed a short pump stoppage event. The patient was reportedly asymptomatic. The patient was provided a non-grounded patient cable for use when the lvad system is connected to the power module. On 10/04/2016, it was reported that the patient will likely undergo a pump exchange at the beginning of (B)(6). The patient remains at home and continues to use the non-grounded patient cable. No additional information was provided.

Manufacturer narrative:
The pump was not available for evaluation and therefore, the cause of the reported pump stoppage could not be conclusively determined. However, the pump stoppage event was confirmed through the evaluation of the submitted system controller log file. Multiple transient low speed events and a momentary pump stoppage event was captured in the log file, resulting in low speed advisory and low speed hazard alarms. The events occurred while the system was operating on power module support and appeared consistent with potential driveline wire compromise. The patient remains ongoing on lvad support and no further atypical events have occurred since the patient began utilizing a non-grounded patient cable with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that no pump exchange has been performed. The patient remains ongoing on lvad support utilizing a non-grounded patient cable while connected to the power module and no further pump stoppages have occured.